Manufacturer narrative:
Evaluation summary: surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Attempts have been made to obtain additional information however no information has been received to date. Information from the sales representative at the surgery indicates the surgeon felt the reported pain may have been psychological and not product related. With the supplied information, an exact cause could not be determined. As returned, the items have wear, scratches and nicks, indicative of their use and removal. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Zimmer, inc. Considers the investigation closed.

Manufacturer narrative:
Information received does not change previous investigation results.

Event description:
It is reported that patient was revised due to pain.